Manufacturer narrative:
This report is being supplemented to provide additional information received from the initial reporter and information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, due to the reported issue only occurring when an electromagnetic device (esu - electro surgical unit) was in-use, it is likely the intermittent image issue occurred due to electromagnetic interference. Since the device is not being returned to olympus and no additional information has been provided regarding an on-site visit, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional relevant information is received.

Event description:
Additional information received from the initial reporter confirmed there were no patient incidences related to this issue. The issue reportedly occurred on three different occasions during electrosurgical procedures; however, no additional information was provided regarding these events.

Event description:
The customer reported that the evis exera iii video system center was experiencing an intermittent image in different rooms. Additional details relating to the possible patient(s) and the event(s) have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the intermittent image issue occurring in different rooms. The customer stated that this only happens when they use the electro surgical unit (esu). Customer noted that he changed the cabling in the room and attempted several other trouble-shooting options to eliminate the problem but those were ultimately unsuccessful. He also went on to confirm that he believes the scopes are not the issue as they work properly in other rooms. Additionally, the customer stated that he moved the esus to another room to test, and they functioned properly there. Customer then stated that this event has occurred with other units besides the subject device for this case. As noted, a request for other unit descriptions, serial number(s), patient(s), and event(s) has been sent, but no response has been received at this time. Customer then requested an olympus field service engineer for a facility visit to aid in the trouble-shooting process. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.